Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was frozen. Customer's blood glucose level was 140 mg/dl. Customer also stated that there was an insert battery alert on the screen. Customer pressed all of the buttons on the insulin pump and not getting any kind of response from the insulin pump. It was also stated that the time clock did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Frozen screen not confirmed. The time and date were synced and monitored for 48 hours with no discrepancies/anomalies. Time/clock anomaly not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).